Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, the following factors may have contributed to the broken knife wire: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melted. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found it was scorched and melted. The outer diameter of the knife wire was measured, there were no abnormalities. It was confirmed that there was no problem with the length of the knife wire and wire coating, and that there were no defects in the actual product. No other abnormalities were found that could lead to the rupture of the knife wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported on behalf of the customer that when the customer tried to use the kd-v411m-0725 / single use 3-lumen sphincterotome v during an unspecified surgery, the tip knife wire broke from the beginning. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.